Event description:
The customer reported that a speaker malf. Inop was displayed. It is unclear whether any sound was coming from the device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.